Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy with esophageal biopsy procedure performed on (B)(6) 2011. According to the complainant, bleeding was noted after taking a biopsy. The bleed was immediately treated using a resolution clip. However, the following day, the patient presented with melena. Blood work was taken and a repeat scope performed, but no further action was necessary. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. The patient's condition was reported as being fine. No other symptoms have been reported.

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over the age of 18. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.